Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a possible crack was seen at the y-port. A few minutes after the infusion started, blood backed into the tubing set. It was discovered that the luer lock on the tubing set was not fully connected to the y-port, which was connected to the broviac. The nurse used a flush at the y-site to return the blood and noted air bubbles. Flush was stopped before patient received air bubbles. It is believed that there is a crack at the y-port because of the air bubbles and the reason why the tubing set was not fully connected to the y-port. The intravenous lines were used for 24 hours prior to the event. Although requested, no additional information was provided.